Manufacturer narrative:
Upon notification of the event, the surgical linen was requested for evaluation. The issue originally reported by the user facility was confirmed upon the returned sample evaluation. Based on our evaluation, the perforation in the surgical linen material appears to have been caused by a sharp object that may have been located on the back table area in the or room. The facility was unable to confirm whether the basin pack had been placed on a table that contained sharp surgical instruments. All basin packs distributed by (B)(4) are placed into a heat-sealed, plastic maintenance cover (dust cover) that protects the reusable surgical linen from dust, moisture, and lint. Prior to departure to the user facility location, the clean and sterile basin packs are loaded into a specially designed, fully enclosed, cabinet-like transfer carts that protects the packs from both physical damage and microbial contamination prior to their use in the operating environment. The user facility confirmed that the originally delivered basin packs are removed from the fully enclosed transfer carts upon delivery and placed on shelving units for storage. Sterile basin packs are removed from the protective maintenance covers (also known as dust covers) during the operating room set-up. (B)(4) account management personnel offered to visit the user facility to observe the care and handling of the basin packs. This in-service training is scheduled for the week of november 28, 2016.

Event description:
The user facility reported a hole was identified in the surgical reusable linen of a basin pack. As reported in (B)(4), or personnel placed an ioban¿ on the back table area, and the individual handling the basin pack changed their top layer of gloves and continued with the or setup. The incident did not cause an injury or adverse health event, nor a procedure delay.